Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as tiredness and treated with manual injections. Customer's blood glucose value was 168 mg/dl when she delivered papers in the morning. Troubleshooting was performed. The customer reported no delivery alarm. The customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. The product was not returned for analysis.